Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose levels. The customer¿s blood glucose level was 30 mg/dl at the time of the incident and current blood glucose levels 53 mg/dl. The customer¿s blood glucose level was 63 mg/dl, 31 mg/dl, 50 mg/dl, 53 mg/dl and 40 mg/dl. The customer was treated with food, carbohydrates, apple and glucose tablets. The pump will not be returned for analysis.